Event description:
Reporter alleged the advantage device had signs of melting. Reporter also alleged segments and icons were missing from the display of the same aviva system. Reporter is from the manufacturer's evaluations department and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.